Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor. It was reported since the week prior to the report the patient was feeling an uncomfortable pulsation/contraction that would be hard, then go less, then repeat. The patient stated was just random. There were no further complications that have been reported as a result of this event.